Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a pt presented with tass (toxic anterior segment syndrome) in the right eye, on one day post op of a cataract procedure. The surgeon indicated he did not know the root cause of the incident. A nurse site visit was requested. Additional information received from site visit report. After the tass began it was suspected that the drops compounded by a pharmacy, used after admitting the pt to the facility, might be implicated, so they compounded drops were no longer used.